Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
The pt reported that in 2009, her blood glucose measured approx 400 mg/dl when she woke up. She changed the insulin cartridge and infusion set and bolused through the infusion device but her blood glucose remained elevated. Later in the day she went to the ER and was treated in the intensive care unit until two days later. The pt's diabetes councilor reported there are several e4 (occlusion) errors in the infusion device alarm history. The pt's normal blood glucose level is 120-150 mg/dl. No further info is available. The infusion device was requested to be returned for eval.